Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, the event description, and any additional field input, arthrex has determined the most likely cause of the reported issue. The most likely cause is attributed to use-related factors, such as: insufficient bone quality, improper tunnel preparation, misalignment during insertion, excessive tension was applied.

Event description:
On 09/02/2025, a sales representative reported via email that three ar-3636h self bunching 1.8 knotless hip fibertak soft anchors failed to deploy. The case was completed, and no further details were provided. This was discovered during a hip labral repair procedure on 07/14/2025, with no reported patient harm. Additional information has been requested on (B)(6) 2025. Additional information received on 9/10/2025: the case was completed using another ar-3636h self bunching 1.8 knotless hip fibertak. The case was not delayed, and additional anesthesia was not needed. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.